Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 lv lead, implanted (B)(6) 2009; 507645 ra lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for high rate non-sustained tachycardia episodes and high sensing integrity counts (sic). It was suspected that the lead was fractured. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that there was no conductor fracture observed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead had noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.